Event description:
During a pta to a calcified and tortuous left sfa lesion, the balloon burst at eight atmospheres. The device was removed from the pt, and the procedure was successfully completed with another balloon. There was no report of pt injury. As per the reporting affiliate, no add'l pt or procedural info is available. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.